Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) machine alarm leak in iab circuit. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). The investigation revealed that "the iabp machine can be used normally, no alarm leak in iab circuit was detected while inspecting the machine. Perform iabp system check and it passed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11).

Event description:
N/a.